Event description:
Option study it was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 20mm watchman laa closure device & delivery system (wds) were used. The device was implanted successfully with complete laa seal. Post implant echocardiography revealed a 6mm pericardial effusion on the same day of procedure. The patient was on apixaban5mg prior to the procedure and continued apixaban5mg with addition of aspirin81mg post procedure. The patient was discharged home the next day. It was further reported that no pericardial effusion occurred. There was no pericardial effusion noted in the baseline echo performed.

Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 20mm watchman laa closure device & delivery system (wds) were used. The device was implanted successfully with complete laa seal. Post implant echocardiography revealed a 6mm pericardial effusion on the same day of procedure. The patient was on apixaban5mg prior to the procedure and continued apixaban5mg with addition of aspirin81mg post procedure. The patient was discharged home the next day.